Event description:
The facility originally reported an infusion pump with a malfunction of lines in the display; after further clarification, it was determined that the device is showing the images on the screen multiple times. The event was reported to have occurred during patient therapy, where patient therapy was stopped. It was originally reported the malfunction occurred in the general patient ward, but after further clarification it was determined that the care area was in medical surgery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.